Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for a closure-related issue. The exact root cause was unable to be determined. The likely cause was determined to have been excessive force or incorrect deployment technique resulting in a complication during surgery. The device history record (DHR) could not be reviewed due to the product code and lot number being unknown. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
A literature article from the journal of college angiology. 2023; 63(2): 23-6 reported; a case of acute arterial dissection caused by a hemostatic device and surgery. Hemostasis failure, chill, thromboembolism and vascular dissection and additional surgical operations.